Manufacturer narrative:
Medwatch number: mw5080631. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery procedure with mentor¿s breast implants (unk_gel implants) has experienced autoimmune disorder (hashimoto's disease). This case was not confirmed by a healthcare professional. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the right side.